Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and low bg levels while using the pump. Reportedly, low bg was treated via glucagon shot administered by hospital staff. The customer was in the hospital for a separate reason unrelated to diabetes (cancer). No additional information was provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.